Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 a nurse reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/20/2024. On the morning of (B)(6) 2024, after changing supplies at 6 am, the user started vomiting and was transported to the ER via ambulance at around 7 am. The nurse was unsure if the user had eaten or snacked, though they did have dinner the previous evening. The nurse could not confirm whether ketone testing was performed at the hospital. The user was admitted to the hospital at 10 am, receiving insulin and fluids. The user experienced lightheadedness and nausea. Blood glucose levels were "high" (>400 mg/dl) since midnight, and the user did not use any backup therapy or perform ketone testing. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.